Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Event description:
The customer reported that there was a liquid coming out of the back footprint on their alinity m system. The customer stated that they initiated a diluent transfer as their reservoir said it was empty. Upon receiving an error code, the instrument entered a stopped state. The customer went to the rear of the instrument and noticed a yellow-colored liquid outside the footprint of the instrument. Customer was informed to wear all proper personal protective equipment (ppe) and treat the solution as if it contained lysis and avoid any bleach use during cleanup. The customer was informed to use either alcohol or water to clean up the spill if needed. Customer stated it was behind the instrument where personnel would not go. Customer opened system solutions drawer and did not notice and liquid inside not any abnormal state of the liquid waste bottles. A field service engineer (fse) was dispatched to troubleshoot further. Customer stated they have a second instrument and would be using it. The technical application specialist (tas) ascertained more information about the spilled liquid and it seemed to be lysis. The tas asked the customer to clean up the crystallized liquid by utilizing distilled water with a detergent followed by ethanol and to repeat the process a few times. Tas also suggested cleaning out the system solutions drawer utilizing the same methods and to utilize kim wipes to absorb as much liquid as possible. The fse replaced the diluent reservoir dual tube sensor and verified the dual tube sensor is working properly. The fse checked and no more leak or crystallized liquid was found. The customer had cleaned per tas suggestion prior to fse arrival. There was no report of injury or any actual exposure to the leaked liquid. There was no patient involved as the leak was identified by the alinity m system user.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.